Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log revealed multiple occurrences of "upstream occlusion!" Alarms.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. The device passed upstream occlusion and flow rate testing, delivering 40.185 ml with an error of 0.4625%, and ultrasonic sensor calibration values were within specified limits. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The ultrasonic sensor calibration will be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed three upstream occlusion alarms in several minutes during the volume portion of the preventive maintenance test in the biomed service department. There was no patient involvement. No additional information is available.